Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing unexplained low blood glucose of 48 mg/dl, which was treated with candy. The customer was not hospitalized. The customer's last blood glucose prior to the low blood glucose was 105 mg/dl. The drive support cap was recessed. The reservoir showed 80 units of insulin and the screen of the insulin pump displayed 76 units. The device passed the self test. The customer stated that they were more active earlier during the day because they were getting ready for traveling. The customer stated that they lost their blood glucose meter. Nothing further was reported.